Manufacturer narrative:
Result of investigation: the root cause of the issue was the software bug in improved internal o2 sensor communication handling found in v6.0.1600.0. This issue is resolved with v6.0.1700.0. The unit start to work normally after the next restart at (B)(6) 2021 11:31:26. Installed software version is v6.0.1600.0. Prior to cfb logging "internal o2 sensor thread sampler" error log message is visible at (B)(6) 2021 05:31:07.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that the bellavista 1000 us screen showing a user interface issue while on patient use. There was no known impact or consequences to patient associated with the reported event.